Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The provided log file ((B)(4)) contained 240 events spanning approximately 7 days ((B)(6) 2019 ¿ (B)(6) 2019 per timestamp). On (B)(6) 2019 from 02:20:01 to 02:20:02, no external power alarms activated due to the rsoc voltages on both power cables simultaneously dropping to ~2.5v in approximately 1 second. The ebb provided power to the system during these events and the no external power alarms cleared shortly after activating. The mobile power unit was not returned for analysis. Although not conclusively determined, the no external power alarms appear to be related to a loss of ac power. Attempts were made to gather more information about the complaint however, to date no response has been received. The root cause of the no external power alarms was not conclusively determined through this analysis. Heartmate ii ¿ instructions for use with mpu section 7 ¿alarms and troubleshooting", table 7.7 instructs users on how to identify and resolve no external power alarms. Heartmate ii patient handbook with mpu section 5 ¿alarms and troubleshooting¿, table 13 instructs users on how to identify and resolve low battery hazard alarms. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided. Approximate age of device cannot be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a no external power event was observed by the manufacturer's technical service representative through a routine log file review. The no external power event was caused by the mobile power unit (mpu) power cord being disconnected from mpu or the ac wall outlet.